Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer called in with various sensor-related issues, including calibration, lack of adhesion, bleeding due to the customer taking blood thinners, and wide sensor glucose vs. Blood glucose disparities. The customer also reported that it was impossible to remove the battery cap from the insulin pump. The customer mentioned inaccurate threshold suspend due to the sensor glucose vs. Blood glucose differential, and taking glucose tablets to treat hypoglycemia. It was advised that the customer return the insulin pump for replacement and analysis. The customer reported a 200s mg/dl. Blood glucose value for the events. No further information was provided.